Event description:
It was reported that during an unknown procedure the device tip broke, there were no pieces that fell into the patient. They used a second device to complete the case. There was no patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.